Manufacturer narrative:
Pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error 25 due to non-sleep anomaly software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic that the insulin pump had a power error detected alarm. Customer stated that the insulin pump was able to clear the alarm as well as rewound. Customer stated that the notification light was not immediately stop flashing. No harm requiring medical intervention was reported. The device will not return for the analysis.